Manufacturer narrative:
Visual inspection of returned material revealed burnt u32, u34, u40, & u42 chips on the pcb which is associated with power. No software malfunctions or anomalies were observed. Unit powered on successfully with golden i3 pcb due to original i3 pcb external usb had internal damage. No spark or burnt smell. Patient data back-up failed using returned gsm modem. Unit passed all frequencies portions of diagnostic test with golden i3 pcb.

Event description:
This report is to advise of an event observed during evaluation of the device, in which burnt/melted u32, u34, u40, & u42 chips on the pcb were discovered. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.